Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty (ptca) interventional procedure using a 6f sheath. Reportedly, pulsatile blood flow from the marker lumen was not evident when the proglide device was advanced in the artery. The device was removed and the marker lumen was flushed again. The proglide device was re-advanced into the vessel; however, there was still no pulsatile blood flow from the marker lumen. The device was removed and another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.